Manufacturer narrative:
Eagle screws were reported to have backed out from the plate after two years in-vivo. The patient was reported to have achieved fusion. The cause of the implant migration cannot be determined at this time.

Event description:
Contact reported that a patient who was implanted with eagle cervical plate and screws approx two years ago required a revision due to the bottom two screws having backed out form the plate. As surgical intervention occurred, an MDR was filed to document this event.